Event description:
A malfunction alarm was reported with code malf 16. There was no adverse impact to the customer's blood glucose level. The customer was instructed by tandem technical support to switch to multiple daily injections as a backup insulin therapy. Technical support arranged for a replacement pump with updated software to be sent, instructed the customer on how to prepare the malfunctioning pump for return, and provided a pre-paid return label. The customer understood and acknowledged all instructions, including programming settings into the replacement pump.